Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 300 mg/dl then it went from 386 mg/dl to 350 mg/dl then after some time it went up to 407 mg/dl. Then customer treat their high blood glucose level by insulin pump and blood glucose level came to 287 mg/dl. The insulin pump will not be returned for the analysis.